Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on normally to the verify screen with a visible display. The pump cover was removed and there was no evidence of moisture corrosion on internal components. A review of the black box showed 054-0000 alarms occurred after a battery alarm on 04/08/2013. The complaint could not be duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter stated after changing the battery, the display turned blank but continued to vibrate and emit audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.